Event description:
It was reported that during surgery the depth gauge got broken inside the patient. All the pieces were recovered. There was no delay nor injury reported. No s&n backup device was available, the surgeon improvised. The patient outcome is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms his case reports the depth gauge broke inside the patient during use. Per email communication, all pieces were recovered. There was no backup device available, so the surgeon improvised. Additionally, it was stated that the surgeon faulted spd who had previously bent the device backwards thinking it was already bent backwards. There was no patient harm or surgical delay. No further medical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Clinical, impact, medical device problem and component code updated